Event description:
The procedure started and the surgeon began to insert the trocars for the procedure. All of the trocars were placed and the surgeon began to insert the graspers. While inserting the grasper and moving the trocar, nursing staff and the surgeon heard a pop and realized that the trocar had broke in half. The portion of the trocar that was outside of the patient was removed and the surgeon began to work to get the other half of the trocar out. The other half of the trocar was retrieved using hemostats. Another trocar was inserted in a different location and the surgery proceeded.